Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0285 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the strain relief was unable to be connected with the catheter. The connection between the two was not engaged enough to complete the catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult connector assembly was inconclusive because only part of the implicated connector was returned for evaluation. The product returned for evaluation was one 4fr s/l groshong nxt connector. The proximal connector segment was returned. The distal connector segment was not returned for evaluation. The sample appeared free of obvious usage residues. Microscopic inspection of the sample did not reveal any damage or deformity. The width between the locking arms was measured using a digital microscope and found to be within manufacturing specifications. An attempt to connect the sample to a non-complainant distal connector segment was successful and unremarkable. The connection was firm. No deficiencies were discovered during evaluation of the returned sample; however, the distal connector segment was not returned for evaluation. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the strain relief was unable to be connected with the catheter. The connection between the two was not engaged enough to complete the catheter placement.